Event description:
During a therapeutic ercp, pt's age and gender is unk, the handle of the retrieval basket broke. The procedure was completed successfully using another device and there were no rpeorted adverse affects to the pt.